Event description:
The vasoview hemopro 2 endoscopic vessel harvesting system package was fully intact, however, the flush port was broken off. The surgical assist stated he could still use the harvesting system as he does not use this flush port. Of note, he stated that others use it all the time.